Manufacturer narrative:
It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
The dr. Did a head poly exchange. The stem (6721-0435) lot 40162308 and the cup 542-11-54f lot mlt8rv were not removed. Update 05/june/2019: as reported in how was issue noticed "pt complained of pain and had elevated ion levels".